Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found a leak at the distal end. Based on the results of the investigation, a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope tested positive for >20 colony forming units (cfu) of pseudomonas aeruginosa in the biopsy channel. After cleaning disinfection and sterilization, testing found 2 cfu moraxella osloensis in the biopsy channel and repeat testing found 2 cfu kucuria rhizophilia and paracoccus yeei in the biopsy channel. There was no patient involvement.